Event description:
According to additional information, a revision procedure was performed, this lead was surgically abandoned and replaced successfully.

Manufacturer narrative:
As no return of product is intended, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this lead displayed low out of range impedance measurements. In addition, noise was displayed. An xray revealed the lead was deformed; a lead fracture was suspected. The lead will be further monitored in the near future. No adverse patient effects were reported. During a follow up visit, a review of the arrhythmia logbook revealed further noise episodes. In addition, impedance measurements were out of range. It was thought the issue was due to the subclavian puncture. An x-ray revealed the lead was bent at the puncture area. A revision procedure will be performed in the near future.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available this event will be updated.

Event description:
A revision procedure was performed, this lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Should the lead be returned and analysis performed or additional information received, this event will be updated.